Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed, however analysis was inconclusive. There was no device output and a telemetry problem was noted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2003; 6947 implantable tachy lead, (B)(6) 2003. (B)(4).